Event description:
Customer's wife reported about her husband who received messages "lo" (readings less than 40 mg/dl) on his adc freestyle libre sensor scan and based on this he was treated with glucose injection by the nurse. It was further reported that later, a capillary reading of 600 mg/dl was obtained and the customer was treated with unspecified units of insulin in the hospital. No further information was provided as the caller was not present at during the time of medical event. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product strips are returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported about her husband who received messages "lo" (readings less than 40 mg/dl) on his adc freestyle libre sensor scan and based on this he was treated with glucose injection by the nurse. It was further reported that later, a capillary reading of 600 mg/dl was obtained and the customer was treated with unspecified units of insulin in the hospital. No further information was provided as the caller was not present at during the time of medical event. Based on the information provided, there was no report of death or permanent impairment associated with this event.